Manufacturer narrative:
The reported event of ¿lead would extend while maneuvering despite having the locking tool engaged¿ was not confirmed. As received, a complete lead was returned in one piece with the extended and clogged with blood/tissue. After cleaning the distal end of the lead and applying torque to the connector pin using the helix clocking tool, the helix could be retracted and extended. The full helix extension length was measured within specification. The helix locking tool test was performed, and helix did not retract.

Event description:
During an initial implant procedure, the helix of the right ventricular (rv) lead would extend while maneuvering despite having the locking tool engaged. The rv lead was not used and a new rv lead was implanted to resolve the event. The patient is stable with no consequences.